Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device was hard to power on and the keypad would be unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The technician replaced the keypad but it did not solve the issue. It was determined that the device could not be repaired. The device was scrapped and the customer purchased a new device. A cause of the reported issue could not be determined.